Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP device that the patient states that machine is not working and showing service required error message. Pt has tried unplugging and plugging machine back in, turning on/off and message still shows. During the evaluation of the device, they found that the pca burned. Error codes are found on the device. In addition to the above findings, the ui bezel with damage. The device was routed to scrap. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.